Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarm, the customer would resume insulin and deliver the remainder of the bolus. The contact did not know if the customer's blood glucose was impacted. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.